Manufacturer narrative:
Taper ii. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event of possible port/band leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to be "able to eat all foods without any feeling of satiety." Patient had five subsequent fills with no effect and no problems with eating. The fluid level was checked twice and it was reported to have remained at 4ml despite the fill. Additional treatment was required- port was assessed under local anesthetic and subsequently replaced.

Manufacturer narrative:
Taper ii supplement #1 sent to the FDA on 07/25/2016. Additional information: device available for evaluation?, device evaluated by MFR?, evaluation codes. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Blue discoloration was observed on the outer surface of the port base. A port leak test was performed and leakage was observed in the tubing. A fill inspection test was performed and no blockage or resistance to flow was observed. Microscopic analysis noted a striated opening in the port tubing consistent with surgical removal of the device.